Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Initial reporter occupation: occupation is lay user/patient. The lancets were requested for investigation.

Event description:
There was a complaint of having trouble getting enough blood with the accu-chek safe-t-pro plus lancet. The customer stated it does not feel like the lancet is going into his finger straight on but at an angle and therefore is not able to get enough blood. There was no allegation of any injuries.